Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge is difficult to remove from the pump. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level 203 mg/dl. Tandem technical support completed troubleshooting with the customer and the customer was ultimately successful in removing the cartridge from the pump.